Manufacturer narrative:
(B)(4). Device was not returned for analysis the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Maude report # (B)(4) is attached. Requested additional information and received the following response on (B)(6) 2011: per the contact, "misfired" means the device did not complete a total circular rotation of staples. The contact could not provide any other details of the event.

Event description:
Per maude report # (B)(4), during an unknown procedure the stapler misfired. There was no patient consequence.